Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. The basal delivery totals in total daily dose did not batch due to a suspend, basal edit screen accessed, and the basal program was changed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2017 with the following findings: the delivered boluses were calculated for 09-05, 09-04 & 09-03, the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. A 10u audio & 10u normal bolus were manually performed and both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed.